Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2012; dtba1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has intermittent undersensing noted on ventricular channel at times on stored electrocardiograms (egm)s. The lead remains in use. No patient complications have been reported as a result of this event.